Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly the customer completed air removal step with an empty syringe. Tandem technical support informed the customer that completing air removal step with an empty syringe is off label per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 280 mg/dl.